Event description:
During the procedure, the deltaplush cerecyte microcoil ((B)(4)) did not advanced through (mc) microcatheter. He removed the delta coil and used another same size coil (deltaplush cerecyte microcoil ((B)(4)). However, both devices were received for analyses and both coils were severely damaged with knots, stretching, etc. Furthermore, it was also reported that the device or devices did not advance through mc. Then, another same size coil was used and it did work. The 2nd coil was snapped during store at the logistic company.

Manufacturer narrative:
Concerning coil ¿a¿: as viewed through the returned packaging, the coil was returned unsheathed and entangled around the device positioning unit (dpu) the coil was returned severely damaged with compression and buckling damage in multiple sections. The sheath has mechanical sheath damage resulting in an opened skive. The coil¿s socket ring was found bent. The v notch has been fractured and elevated above the surface plane. The locking mechanism has compression and stretching damage. There are two possible contributing factors to the coils inability to be advanced through the microcatheter. These factors may have worked separately or in tandem with both producing similar results. The primary contributing factor may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which would have caused the severe compression and buckling damage to the coil and caused the dpu to protrude outside the sheath from the mechanical sheath damage. In this condition, the coil cannot be advanced or resheathed. For optimum product performance and to prevent potential complications, the secondary, but equally important contributing factor may have been due to distal interference inside the microcatheter. This interference may have caused the buckling and compression damage to the coil and for the coil to protrude outside the sheath. The source of this interference; whether of a fixed or detached nature cannot be determined. In addition, without the identification or the return of the unknown microcatheter and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components contributed to the complaint event. Concerning coil ¿b¿: it was stated that the coil was mechanically detached by the affiliate and was returned severely damaged with stretching and damage from being knotted. The mechanical detachment severed the coil¿s socket ring. The tip coil has buckling damage. The sheath has been mechanically damaged which opened up the skive. The damage suggests that the coil encountered interference which resulted in mechanically sheath damage that opened up the skive and allowed the dpu to protrude outside the sheath. In this condition, the coil cannot be advanced or resheathed. However, it is important to note the damage caused by the affiliate masked the condition of the unit directly after the procedure. In addition, without the identification or the return of the unknown microcatheter and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. With review of the available information and without further information, no conclusion can be made regarding the root cause of the damages found during the analyses of the products. However, it was noted that the 2nd unit was snapped during handling at the shipping company. A review of the manufacturing documentation associated with the lots presented no issues during the manufacturing or inspection processes that can be related to the reported complaints. Therefore, no corrective actions will be taken at this time. Please note that this report is for 2 deltaplush cerecyte microcoils with the same failure.